Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high thresholds one month post implant and thought to have dislodged. The patient stated that right after the implant, they fell down. The lead was successfully revised and remains implanted. To date, no additional adverse patient effects have been reported.